Event description:
It was reported to philips that the system c-arm was intermittently not moving to 90 degrees. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to occur when the issue happened was completed as planned; the issue was intermittent and did not impact the procedure. No patient involvement or harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and analysis of the system logfiles found that, based on the malfunction performance, a "soft collision" error was found related to this issue. It was determined that the hoses of c-arm were too tight, causing this error message and resulting in the reported issue. The fse adjusted the cables and hoses of the c-arm and performed the necessary calibrations. After these repairs and calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.